Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per (B)(6), we sent replacement display and controller on order (B)(4), chair is taking off on its' own, left, motor brake error code and chair would not go into neutral, sending replacement controller and display again. The 4/11 called (B)(6) to verify why new product came back. Said the problem was with the als and not what was returned.